Event description:
It was reported that the user experienced a dexcom g7 continuous glucose monitor pairing failure that led to absent glucose readings on the ilet system until troubleshooting steps were completed, including restarting the pump, replacing the cgm, and changing the cartridge and tubing; readings resumed thereafter. Symptoms included no reported adverse clinical effects. Outcomes included no impact to blood glucose requiring intervention and no medical attention. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that functionality was restored after device restart and component replacements, with no further issues reported. It was concluded that the event was resolved through troubleshooting and replacement of cgm and infusion components, with no patient harm.